Event description:
Physician reported that mode switch info (total time in mode switch', number of episodes) was not always present in arrhythmia diagnosis section of both programmer screen and printout, even though mode switch episodes were recorded in the device memory.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Method: the programmer files were reviewed. (B)(4).